Manufacturer narrative:
The mayfield modified skull clamp (a1059) was received for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - unit received with the lock having both rotational and lateral movement and a residue buildup was present. Unit needs new components added to replace worn internal parts along with general maintenance and cleaning. Root cause - complaint confirmed via inspection of the unit. Unit received with the lock having rotational and lateral movement and needing replacement of worn internal parts.

Event description:
A facility reported that there was too much play (movement) on the mayfield modified skull clamp (a1059) when locked. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.